Manufacturer narrative:
Zoll medical corp has rec'd the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a pt, the device failed to discharge via paddles. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.